Event description:
Note: the date of event is unk. A wallstent rx biliary endoprosthesis was used during a biliary stent placement procedure in an adult pt (age, gender, and weight unk) in 2008. According to the complainant, "[post procedure [date unk], the pt developed liver abscesses from a bacteria (pseudomonas aeruginosa). They treated the pt accordingly to treat the abscess [therapy unk]." No complications were reported as a result of this event. Additionally, "[the [physician] reported that the stent may not be the cause of the bacterial abscess."

Manufacturer narrative:
The device remains implanted; therefore, a device eval is not available. The cause of the bacterial infection is undetermined. The february 2008 15-month rx biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.